Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-3072, with lot number crgchc, conformed to the specifications when released to stock on the 6th june 2014. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Event description:
Having visited (B)(4) today they have advised me that they wish to log a product complaint. I have the catheter to return which is not contaminated. I only have the basic information at present but the team leader is going to source additional information. I will send this when I receive it. Bactiseal catheter flushed through prior to implant. Orange powder came out of catheter tip following flushing. Catheter kept for product complaint and another system opened. Catheter was not contaminated. What action did the surgeon take to resolve the issue: another system was opened.